Event description:
Olympus was informed that a portion of the tube sheath from an extraction balloon was dislodged from the distal end of the colonoscope and fell inside the pt's colon during a colonoscopy procedure. The tube sheath was approx 2 inches in length, and was used on a previous procedure. The tube sheath was retrieved, and was to be cultured by the user facility. The colonoscope was previously used in three procedures and one of which was an endoscopic retrograde cholangiopancreatography (ercp) procedure that involved an extraction balloon. There was no pt harm reported. Olympus followed up with the user facility via telephone and in writing to obtain add'l inf regarding this report, but with no results.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the reported event could not be conclusively determined, but user error could not be ruled out as a contributory factor to the reported event. The instruction manual instructs users to inspect the colonoscope prior to use by inserting an endotherapy accessory though the biopsy valve to confirm that it extends smoothly from the distal end and to make sure that no foreign objects come out of the distal end. The device history record was reviewed and no anomaly was found.